Event description:
A surgeon reported two pts with unexpected outcomes following intraocular lens (iol) implant surgeries. The surgeon reported this pt had the same amount of cylinder as was measured preoperatively. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the second pt.

Manufacturer narrative:
Eval summary - the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Not enough info was provided from the account to properly complete an investigation. Attempts have been made to obtain add'l info. A completed questionnaire has not been received. (B)(4).